Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer¿s mother was given instructions to reset pump and planned to relay this information to customer at camp, no further corrective actions were documented.